Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 185 mg/dl. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The troubleshooting was performed for the motor error. The customer was working in a hospital and maybe occasionally expose to MRI at times. Customer reported that the drive support cap appears normal. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.